Event description:
It was reported that the patient had an increase in seizures below pre-vns baseline frequency due to infection. The patient was hospitalized where he was found to be diagnosed with sepsis and tachycardia. The patient was admitted to the ICU for several days. Review of the device history record showed that both the lead and generator were sterilized prior to distribution and there were no unresolved non-conformances prior to distribution. No additional relevant information has been received to date.